Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the motor cap. The drive support cap was sticking out. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.